Event description:
B-d blood glucose machines not giving correct blood sugar readings. Happens to more than one person. My blood glucose read 127, within twenty mins, it was down to 25 and I was in the back of an ambulance. A 25 glucose reading was from the ems machine. My nephew had a similar problem a few weeks back and was found almost out cold. His blood sugar on the b-d machine read 75. Actual was much lower. My sister is also experiencing the same problems. A few weeks ago my sugar on my machine said 121 and I felt like it was about 50. The episode on 11/23, I was driving and ran my car into a field. Fortunately, I did not run into anybody or do any damage. Because of these faulty machines, I may lose my drivers license and without that I will probably lose my job and insurance. I also have another paradigm link meter and a bd logic that I'm experiencing the same problems.